Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on past investigation results, the reported events are inferred to have occurred through the following mechanism: the grasping section was closed without grasping any tissue while the output was activated. In seal & cut mode (including after tissue resection), leading to wear on the tissue pad. Due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. The output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. Force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. The probe was cracked and was subjected to external force outside the body, causing it to break. The event can be prevented by following the instructions for use which state: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical device tip broke off outside the patient cavity during a therapeutic thyroid tumor removal. There were no reports of patient harm. The device was replaced, and the procedure was completed.